Event description:
It was reported that the patient's device testing revealed several open and shorted electrodes. The surgeon is pursuing device revision. The surgery will be scheduled.

Manufacturer narrative:
The pt's device was explanted.